Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 27march2019. (B)(4). Customer evaluated the unit and found the piezo sounder was intermittent. Customer replaced the unit's cpu to resolve the reported issue. Customer updated the unit's serial number, total hours, and enabled avaps, c-flex and ramp option codes. Customer also installed updated software and tested the device. All testing passed and unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of backup alarm failed. The customer reported there was no patient involvement. Event date not specified, estimate used.